Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was aborted. The philips field service engineer (fse) went onsite and found the reported problem. After reviewing the log, fse found the tube is not focused on. Upon troubleshooting, fse found dc rail voltage to the point is off and drive of point was defective. To resolve the problem, fse replaced the power inverter certeray and return the part for further analysis it shows that the control pcb is defective. After replacement of power inverter certeray was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated the message "generator busy starting up" and could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.